Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0bve1, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported a loss or change in therapy. They were having a hard time with the symptoms. They were leaking a lot and had to go frequently. She did have burning and thought she may have had a urinary tract infection (uti), but tests ruled this out and the burning eventually stopped. The patient could feel stimulation. The symptoms were noted to be worse since a fall. She was feeling stimulation in the correct location and it was noted that she had increased to 1.3 volts earlier in the day of this report. She had seen the nurse practitioner about 3 weeks ago. This was noted to be a gradual change. The symptoms returned and the burning occurred in (B)(6) 2015 and the fall occurred in (B)(6) 2015. The patient called back in regards to follow-up and reported that stimulation had been increased and therapy was "slightly better." They also understood the therapy better. It was noted again that the patient had gone to the doctor and it was discovered that she did not have an infection. She was working with the programmer. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. This event will be updated if additional information is received.